Event description:
The pump was received for investigation. The complaint was flagged for suspected set ID failure and possible fluid ingress. The suspected lvp was tested at the flow accuracy test station to verify initial failure. An error message presented its self during the flow accuracy testing upon trying to install a cassette into the device. After multiple attempts to reload the cassette, the initial error was confirmed to be accurate. The pump was then disassembled in order to locate a root cause of the failure. Once the disassembly process reached the stage to remove the set ID, it was discovered that the set ID flex cable was not fully seated into port j49 on the main pcba. Disassembly was continued to the point of removing the set ID from the front housing so that an inspection could be performed to test the overall functionality of the set ID's pcba and to inspect the overall gasket integrity. Upon inspection using a microscope, it was found that the gasket seal was intact and not compromised. No fluid ingress was present on the interior of the set ID and its pcba passed functional testing using the set ID tester. The lvp was reassembled, making sure that all cables and connectors were firmly seated in their respective connection ports. The lvp was placed back on the flow processing test station and then was powered on to start testing. The cassette was loaded into the device with no error messages and proceeded to complete the flow accuracy test with no interruptions or failure messages. It was then concluded that the loose ribbon connector was the root cause of the initial set ID failure.

Event description:
Customer reports the following: "biomed reported pump won't recognize cassette, he cleaned pins and tried multiple cassettes. No patient harm." Preliminary review indicates that this was a set ID sensor failure. While this did not stop an active infusion, fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse effects were reported. More information is needed to complete the investigation.